Event description:
The manufacturer received information alleging particles in air path related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 07 , 2023 and section h10 should be reported as: the manufacturer received information alleging particles in air path related to a bipap device's sound abatement foam.there was no report of patient harm or injury. After the frist attempt to have the device and components evaluated, the customer responded that he is currently using the device, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.